Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2012-00164. On or about (B)(6), 2010 the pt was implanted with an ams monarc sling. It was reported that the pt experienced mesh erosion, pain and dyspareunia. On (B)(6), 2011 the pt "underwent a procedure to excise the mesh."